Event description:
Foley catheter balloon burst while in patient.

Manufacturer narrative:
According to the facility on (B)(6) 2025 "the foley catheter was inserted successfully with urine return, attempted to inflate foley balloon with kit provided flush, patient reported feeling pop internally, foley balloon not successfully inflated". Per the facility the patient required an additional foley catheter placement. Per the facility the patient experienced pain and discomfort and received pain medication. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.